Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in with error code on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech his error code 133.6080 is the backup speaker needs to be replace. Also tech has three 8015 units needs tp come in for repair services confirm price quote for level 1 repair then transfer tech. To services repair to further assist the tech.